Event description:
It was reported that the device had a power on reset (por) after the patient received radiation therapy. It was verified that there were no change to the parameters, but the diagnostics were cleared as a result of the por. The por was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.